Event description:
It was reported that there was a malfunction of the battery causing an immediate drop in voltage. The ventilator was not on a patient at the time of the event. The customer did not provide device information. Medtronic was not authorized to evaluate/service the device so the reported complaint could not be confirmed.